Manufacturer narrative:
One fogarty catheter with detached distal windings was returned for evaluation. As received, the distal windings were completely detached from the balloon. Distal windings were returned with the catheter and no visible damage or inconsistency to the distal windings was observed. Indication of windings was observed from the distal end of the balloon. The balloon was examined and the balloon latex appeared to be in good condition without any damages or inconsistency. The balloon inflated with 1.7 ml air and 0.75 ml water as recommended in the product IFU. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage or inconsistency to the catheter body, proximal windings, or detached distal windings was observed. Balloon inflation testing was performed using a lab syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of "the tip of the catheter was soft" was not confirmed. However, the distal windings were found to be completely detached from the balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. In this event, the catheter¿s distal winding was found detached from the catheter during product inspection. The winding is meant to hold the balloon in place. If the winding is not securely attached to the catheter, the windings and/or balloon could detach while in use. Therefore, the potential for patient injury is not remote. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the tip of the fogarty arterial embolectomy catheter was ¿soft¿ when it was removed from the package before use. There were no patient complications reported.